Event description:
It was reported that the pt's neurostimulator stopped working after a revision was performed four months after implantation (refer to manufacturer report# 2182207-2007-01229 for details of revision). The device was noted to be implanted in the c4 region of the cervical spine region. It was noted that the device caused her "misery" for 2 more years until it became entirely inactive and depleted. The pt desired to have the device removed as it was causing her pain but was having difficulty getting approval from her insurance company. Additional info was requested.

Manufacturer narrative:
(B)(4).